Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead showed fluctuating impedance values. The lead was repositioned and the impedance stabilized. However, following defibrillation threshold testing, nonphysiologic sensing was noted. The pocket was reopened; the lead was disconnected, and the connector pin was reconnected. This action resulted in stabilized values. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).